Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter; product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that an implant site infection occurred. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were reported. The pump and catheter were explanted, were in the rep's possession, and would be returned. The patient status was 'alive; no injury.' The issue was resolved. No furthercomplications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.